Event description:
For this event, it was reported that a piece broke during use. Patient was not effected. Surgery was delayed, but end result was successful. A previous event for the same failure mode for this device that during a case on (2018 the anti rotation drill bit tip broke off in the patient. The patient went back for a second procedure on 05 jan 2018 and had the piece of the bit removed.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury. - attachment: [comp-2019-14265 investigation summary MDR.pdf].

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
For this event, it was reported that a piece broke during use. Patient was not effected. Surgery was delayed, but end result was successful. A previous event for the same failure mode for this device that during a case on (B)(6) 2018 the anti rotation drill bit tip broke off in the patient. The patient went back for a second procedure on (B)(6) 2018 and had the piece of the bit removed.